Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc). The lead was determined to have dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.